Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, patient was checking out at the supermarket and noted that they were not feeling right. They ate a couple of gummy bears; however, they ended up losing consciousness. The supermarket cashier called an ambulance. The patient regained consciousness on their own in the ambulance. Some time during the event, the cgm was displaying 106 mg/dl and the bg was 65 mg/dl. It is not know when these values were taken. The paramedics ensured the patient was stable before releasing the patient. Once the patient was stable, they went home on their bicycle. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.